Event description:
Information received a smiths medical ms3 pump malfunctioned. Reported by nurse a patient mother was trying to load the cartridge into the pump sn (B)(4), it started beeping and giving a message error on screen, but she said she can't remember what the message was. No patient adverse events reported.

Manufacturer narrative:
Other text: investigation results completed on a smiths medical ambulatory infusion pumps cadd ms3 pumps. The complaint of giving error message was confirmed. The recorded error was message code 112. This was isolated to a faulty mother board. The motor was replaced, mother board ,motor shroud and magnet. The front and rear housing was replaced. Device then calibrated and passed all functional testing.

Event description:
Investigation completed and summary in h 10.